Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. When the stent was removed from the protective sheath, the stent was found to be flared at the end. The stent was not used. No pt complications were reported.